Event description:
The patient was revised due to dislocation. The patient had a competitor's head ball.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non verifiable, provided information states the products is not suspected of failing to meet specifications or contributing to the event. Provided information also stated a competitor's head was used. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investgation, the need for corective action is not indicated.